Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device is not available for return and evaluation because it has been discarded by the hospital. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The surgeon indicated this device was explanted due to severe aortic stenosis due to calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, without return of the device, we are unable to confirm the clinical comments provided by the health care provider.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 21mm aortic pericardial valve, implanted seven (7) years, nine (9) months, and fourteen (14) days, was explanted and replaced with a 3300tfx 23mm. Through follow up with the surgeon, it was learned this device was explanted due to "severe, recurrent, prosthetic valve aortic stenosis." The device was sent to pathology and has since been discarded. However, the pathology report was provided. The pathology report states "valve cuffs are stiffened and calcified."